Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2009 and subsequently expired on (B)(6) 2009 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products. Associated mdrs: 1225714-2014-02637, 1225714-2014-01638, 1225714-2014-02639, and 1225714-2014-02640.